Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise on the rate/sense channel, which was oversensed and resulted in pacing inhibition of approximately 5 seconds. It was noted that the patient was asymptomatic with this. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that this rv lead was surgically abandoned and replaced during a device replacement procedure, due to the previous reports of noise, oversensing, and pacing inhibition. No additional adverse patient effects were reported.